Manufacturer narrative:
The device powered up properly after battery installation. However, the device alarmed pump error 38 during rewind due to corroded motor home switch. We were unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. The device was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump error recurred during rewind and the insulin pump had a reset. It was reported that they were unable to rewind the insulin pump. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.